Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level (specific bg value was not provided). The customer delivered a correction bolus via the pump to address the issue. Reportedly, the pump settings needed adjustment. Customer is consulting with healthcare provider to discuss diabetes management.